Event description:
Per the clinic, the patient was experiencing feedback with processor use. On (B)(6) 2013, the patient was taken to the or for placement of a longer abutment. No skin revision or local injections were reported. All issues have reportedly resolved and patient is using device successfully. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.